Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was formatted and the system software was reloaded. The system was tested and operates as intended.

Event description:
The customer the system would not boot up. No pt injury was reported.